Event description:
I had radial keratotomy (rk) corrective eye surgery in 1994. I was (B)(6). The doctor told me that he had performed over 200 rk surgeries and that although he could not guarantee 20/20 vision he could get me close. I had pretty good luck for about 20 years and even could pass a drivers test without glasses or contact lenses. However, and this is a life changing, however, I am now (B)(6) and my vision is deteriorating significantly. I am suffering from depression due to the fear of losing my eyesight to the point of not being able to work. I do not have a retirement nest egg put away and I am fearful that if I lose my job, and am unable to work, how will I live? During my first consultation with the eye doctor, I asked if the surgery was FDA approved and he said eye surgeries did not have to be FDA approved because the FDA did not approve or disapprove any surgeries. The pt only needed a willing surgeon for the procedure. This FDA policy is very wrong. If someone had given me a warning, and the surgeon is the most effective person to do so, I would not be suffering now. Please propose to congress a bill that would, at the very least, allow the FDA to judge surgical procedures for safety, and long term effect. This is really important.